Event description:
It was reported that during the preparation for the implant procedure this pacemaker was in safety mode as the device had experienced a reset. The cause of the reset was unknown. This pacemaker was removed/replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. After the device was reverted to normal operation, safety mode could be recreated by exposing the device to colder temperatures. Extensive detailed analysis testing found an issue within the digital ic, which put the device into safety mode.

Event description:
This supplemental report is being filed as the device evaluation was completed.